Manufacturer narrative:
Additional information: a2, a3a, a4, a5, d9, e1, g3, h2, h3, h6. One workmate¿ claris¿ amplifier was received for evaluation. Visual inspection revealed the connectors, chassis, and label were free of physical damage. When power was applied, the amplifier passed post (power-on-self-test) and communication was established. Electro-cardiogram (ECG) and intra-cardiac (ic) signals were observed. The amplifier was power cycled multiple times during investigation which no anomalies observed. The amplifier was left on for an extended period with no disruption to communication. The reported symptom was not duplicated as the amplifier was able to communicate every time it was connected. Inspection of the log files identified a ¿bio card(0) command timeout¿ error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the reported symptom was not duplicated during investigation, however the root cause was isolated to an intermittent bio-switch board in slot 0.

Event description:
During an ep/v stim study procedure, a communication issue occurred and the procedure was cancelled. There were no signals and a ¿check connections¿ error message was noted. Re-booting multiple times did not resolve the issue. The fiber optic cable, media converter, and ethernet cable were replaced with no resolution and the amplifier was suspected as the issue. The issue was identified while the patient was on the table being set up and multiple attempts were made to correct the connection issue without success. The physician did place one catheter to attempt stimming maneuver but ultimately decided to abort the procedure.